Event description:
It was reported that during the implant procedure after the right ventricular (rv) lead was implanted, the helix tip was observed to be deformed under the x-ray. The rv lead was replaced with another lead to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.